Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): the product pertaining to this claim was not returned for evaluation. Based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4204vf silicone single piece lens. After the lens was inserted into the eye, noticed the posterior capsule ruptured. The incision was enlarged to remove the lens and wound was sutured. A vitrectomy was performed. A competitor's anterior chamber lens was implanted. This was secondary lens used on same patient and same eye during same procedure. See MFR# 2023826-2011-00542 for primary lens. Lens was discarded.